Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and resolved the initial issue for the customer. The fse also identified the hemoglobin bath (chamber) was starting to look cloudy (foggy) and replaced the part. (B)(4).

Event description:
While a beckman coulter field service engineer (fse) was servicing a unicel dxh 800 coulter cellular analysis system for an unrelated issue at a customer's facility, the fse identified a cloudy hemoglobin bath (chamber) and replaced the part. There were no erroneous test results associated with this event at the customer's facility. There was no death, injury or affect to user or patient treatment.